Event description:
The pt reported that the pump rebooted without user intervention. The pt reportedly tried lithium and alkaline batteries, tightened the battery cap properly, and the pump still rebooted without user intervention.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned an eval will be conducted and a supplemental report will be filed. No conclusions can be made at this time.